Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No relevant manufacturing process changes were implemented, that could have led to the event reported. Based on the sample evaluation it could be confirmed that the stent graft was partially deployed. Furthermore, the outer sheath was found to be torn off and elongated, which indicates that high forces affected the delivery system during attempt of stent graft release. No indication was found for manufacturing related issue. Potential factors which may have contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult patient anatomy, which led to increased friction and the subsequent sheath fracture. Insufficient flushing of the device could be another contributing factor. Furthermore, not using the correct sized accessories could be also a potential contributing factor for the reported failure. Based on the information available a definite root cause for the reported failure could not be determined. The instructions for use (IFU) which are applicable for this product were reviewed and it was found that the potential risks were sufficiently addressed. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the use of accessories the IFU states "materials required for the fluency® plus endovascular stent graft procedure: (...) 0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system (...) Introducer sheath with appropriate inner diameter (...)".

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the endovascular stent graft could not be deployed any further after being partially released. Another stent graft was placed to complete the procedure successfully. There was no reported patient injury.